Event description:
A hospital in (B)(6) reported via our distributor that an rt340 adult breathing circuit leaked because the expiratory limb was faulty. This was found prior to patient use.

Manufacturer narrative:
Method: the complaint device was received and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole about 6 cm from the elbow connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine how the limb came to be damaged. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.